Event description:
This is a spontaneous report by a baxter employed health professional of contamination due to vision problem and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient began continuous ambulatory peritoneal dialysis (capd). On an unreported date, the patient experienced contamination due to vision problem. On (B)(6) 2012, the patient experienced peritonitis. That same day, the patient was hospitalized. On an unreported date, the patient began remedial therapy with cefazoline and fortum (dose, frequency and route not reported). On (B)(6) 2012, the patient was discharged from the hospital. The cause of the peritonitis was contamination due to vision problem. Pd therapy was ongoing. On an unreported date, the patient recovered from the event. Per the health care professional, the peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). This report of use error - breach in aseptic technique is confirmed because it was reported there was a break in aseptic technique described as contamination due to patient's vision problem. However, the assignable cause could not be determined. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem.

Manufacturer narrative:
(B)(4):on (B)(4) 2012, global pharmacovigilance received the following information from the reporter. On (B)(4) 2012, the patient was discharged from the hospital (previously reported as (B)(4) 2012). On (B)(4) 2012, the patient recovered from the event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A sample is not required for use error as there is no allegation against the device. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.